Manufacturer narrative:
The returned device was evaluated and no bends, kinks or damages were observed on the soft cannula. The formed needle and bottom housing were inspected, and no abnormalities were found that would contribute to the reported pain during insertion. The cause of the pain during insertion could not be determined. No abnormalities were observed with the download data that would indicate the device struggled to deliver insulin during the run.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl while wearing the pod. The patient reported cannula being bent while wearing it on unknown location. For treatment, the parent changed out the pod.